Manufacturer narrative:
Analysis of the extension, s/n: (B)(4), found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device used for off label indication. Ins was non-medtronic. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep received an email from an hcp on 2020-feb-14. The email stated an intra-operative impedance test had been scheduled for (B)(6) 2020. The patient had a lead from this manufacturer and a ins from boston scientific. It was unknown when the patient changed to a boston scientific ins. More information would be available on 2020-feb-25. No symptoms were reported. No further complications were reported/anticipated. Additional information was received indicating the patient would feel shocking every time they moved their head. An intra op impedance check was conducted with alligator clips and found the impedances were high at the extension and within normal range at all contacts on the lead. The extension was replaced, as well as the ins and the impedances were normal.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# : v001105, implanted: (B)(6) 2006: product type: lead. If information is provided in the future, a supplemental report will be issued.